Event description:
It was reported that tpn was programmed at an unspecified rate that infused over 6hrs. The user paused the device however the tpn continued to infuse. The customer reported that there was no patient harm reported. Although requested, no additional event, patient or device information provided. The event occurred in the post surgical unit.

Manufacturer narrative:
Correction: disregard file, it is a duplicate to manufacturer report number: 2016493-2019-00054.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that tpn was programmed at an unspecified rate that infused over 6hrs. The user paused the device however the tpn continued to infuse. The customer reported that there was no patient harm reported. Although requested, no additional event, patient or device information provided. The event occurred in the post surgical unit.